Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a bubbled downstream occlusion (dso) sensor. During analysis, the customer's problem regarding failed volume test was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that the cadd solis vip pump failed the volume test on multiple cassettes at 18. 3ml. There was no patient involved.